Event description:
Patient reported "attempted to replace for preventive purposes" healthcare professional later reported "ruptured for left side via mammogram." This is for the left side. The device has been explanted.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture : observed broken on the radius side assessed as fold flaw opening. Anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. Additional observations: crease fold observed on the device. Black particles observed on the device. Non penetrating nick( stress marks) no further actions are required as the device was implanted.

Event description:
Patient reported "attempted to replace for preventive purposes" healthcare professional later reported "ruptured for left side via mammogram." This is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date in the parent record has been corrected to 3/jan/2023.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported "attempted to replace for preventive purposes" healthcare professional later reported "ruptured for left side via mammogram." This is for the left side. The device has been explanted.